Event description:
Customer's spouse indicated customer received readings that were higher than they should have been. Customer dosed according to readings and as a result became comatose. While at the hosp, customer was tested with freestyle and received a blood glucose reading of 211. The hosp provided a comparison reading with an unk brand device with a result of 146 mg/dl.